Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional graftmaster device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and heavily calcified lesion in the left anterior descending artery. The patient presented with a perforation. A 2.8x16mm graftmaster rx covered stent system (css) was selected to treat the perforation; however, the shaft broke during advancement in the guide catheter before entering the patient anatomy. A second 2.8x16mm graftmaster rx css was being advanced, but failed to cross due to resistance with the anatomy. The css was removed. The procedure was continued with a 2.5x12mm xience sierra stent delivery system (sds), but the sds also failed to cross due resistance with the anatomy. The procedure was successfully completed with a non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.